Event description:
It was reported that the valve was implanted and appeared to be leaking from the bubble part of the valve and would not pump fluid from the ventricular catheter through to the peritoneal catheter.

Manufacturer narrative:
The valve was patent, but it did not pass leak testing due to a cut in the top of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.